Event description:
Caller reportedly received the following results on an aviva meter, compared to a professional meter, within 15 minutes: 182 mg/dl (aviva) and 89 mg/dl (doctor's meter). The test strips are currently expired, however the customer reported that the test strips were not expired at the time of the comparison.

Manufacturer narrative:
The test strips are currently expired, however the customer reported that the test strips were not expired at the time of the comparison.

Manufacturer narrative:
Device received in a condition, which made analysis impossible. Unable to test returned test strips, because they expired.